Event description:
It was reported that the system intermittently locked up. There is no report of injury or death associated with the event described in this complaint.

Manufacturer narrative:
A ge service representative performed an on site investigation. The interconnect cable was evaluated and replaced. The system was tested and found to be working as intended.